Event description:
ER pt was sedated, intubated and put on a ventilator. After about 2 min. The ventilator shut down. Resp. Therapist (rt) was present and intervened by manually bagging the pt. Rt turned the vent off and power came back on. The pt was placed back on the ventilator but it again shut down. Rt intervened again by manually bagging the pt until a new ventilator arrived. Medical intervention, manual bagging, required to prevent serious outcome to the pt. Investigation found loose power cord connection inside the ventilator unit.